Manufacturer narrative:
The insulin pump received a compromised force sensor system alarm during the basic occlusion test due to a corroded force sensor resistor. They were unable to perform the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, or verify prime/fill anomaly due to the compromised force sensor system alarm. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin was shooting out when the customer was trying to do a set change and prime the pump. Customer stated that the pump did not count up and he cannot prime it. Customer has tried 2 reservoirs and sets with the same results. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that the insulin is squirting out during the manual prime process. Troubleshooting was performed and the customer was unsure if the drive support cap was protruded, loose, or sticking out. Customer will go to a back-up plan the pump will be replaced.